Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a broken, missing shell and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: sharp broken and more than three striated openings. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge on the side posterior side, assessed as an unidentified (tear) opening, more than three openings striated assessed as surgical damage. And missing shell assessed as inconclusive.

Event description:
Physician reported left side rupture. The device has been explanted.